Manufacturer narrative:
The evaluation noted as reported by the literature article ¿early polyethylene failure in a modern total hip prosthesis¿, the exactech mcs/gxl liner may be prone to a high rate of early failure 26 from wear and severe secondary osteolysis. Review of our institutional registry revealed a prevalence of short to mid-term failures of one specific modern acetabular polyethylene liner component, the exactech mcs/gxl liner. Wc t, hk p, rg v, cf g, early polyethylene failure in a modern total hip prosthesis: a note of caution, the journal of arthroplasty (2020), doi: https://doi.org/10.1016/j.arth.2019.12.043. This (B)(6) year-old patient with a bmi of 36.62 was implanted with a novation/gxl acetabulum liner. Post-operative leg discrepancy was reported to be not available. At 54 months post implantation, the patient underwent revision for wear of the acetabulum liner and secondary osteolysis. Attempts were made to acquire additional information, however; no additional information was provided. Without additional information, we cannot reasonably draw a conclusion as to the cause of revisions. This is patient 03 of 12 being reported for patients listed in table 1 of the article being submitted.

Event description:
As reported by the literature article ¿early polyethylene failure in a modern total hip prosthesis¿, the exactech mcs/gxl liner may be prone to a high rate of early failure 26 from wear and severe secondary osteolysis. Review of our institutional registry revealed a prevalence of short to mid-term failures of one specific modern acetabular polyethylene liner component, the exactech mcs/gxl liner. Wc t, hk p, rg v, cf g, early polyethylene failure in a modern total hip prosthesis: a note of caution, the journal of arthroplasty (2020), doi: https://doi.org/10.1016/j.arth.2019.12.043. This (B)(6) year-old patient with a bmi of 36.62 was implanted with a novation/gxl acetabulum liner. Post-operative leg discrepancy was reported to be not available. At 54 months post implantation, the patient underwent revision for wear of the acetabulum liner and secondary osteolysis. Attempts were made to acquire additional information, however; no additional information was provided. Without additional information, we cannot reasonably draw a conclusion as to the cause of revisions. This is patient 03 of 12 being reported for patients listed in table 1 of the article being submitted. All cases are captured as the following complaints in exactech¿s global complaint handling system: (B)(4).